Event description:
The customer reported the device was getting system error message. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device was getting system error message. There was no report of pt involvement or adverse pt impact. The device was evaluated at philips, and the symptom was clarified as the device displayed the system failure cycle power message/instruction with error code 10003 upon power up. Philips resolved this malfunction by replacing the control pca.